Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the hole identified during analysis is the probable cause for the device to be explanted. There was no further information provided regarding the explant procedure. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. The balloon component was visually, microscopically inspected and tested for leaks. A big tear on the top of the balloon shell area was observed. The leak test failed due to the tear. Under the microscope, it was noted that there is light wear on the krt (kink resistant tubing). The qwc (quick window connector) was damaged. There was scaling on the balloon which most likely caused a pinhole that extended into a tear and then an avulsion. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
The device was returned with no reported allegation from the field, however, the device was explanted. A malfunction was identified during analysis.